Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she went to the emergency room. Relapsed and went to different emergency room was released. Relapsed again and went to a third emergency room were she was diagnosed with diabetic ketoacidosis. Customer was then sent to another nursing home where she continued to have high blood glucose. Customer stated because the staff would not administer insulin prior to eating. Customer stated they would take anywhere between 15 min to two hours before administering the insulin the needed. Customer stated her doctor was denied access during her stay. No further information reported.